Event description:
It was reported that the pt underwent a 2 level tlif from l4-s1 using rhbmp-2/acs. At an unk time post-op, the pt developed bone resorption at the l4-l5 level. The l5-s1 level appeared normal.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.